Event description:
Quality concern about the laparotomy pads, in the medline pack. Loose fibers observed coming off in the field. Concern that fibers might migrate in open heart surgery cases when heart/aorta is open.